Event description:
It was reported that during a right ventricular (rv) lead revision, right atrial (ra) lead insulation breach was observed in the pocket. Additionally, the atrial lead exhibited a tremendous amount of noise through the can and via pacing system analyzer (psa) testing. As a result, both leads were surgically abandoned and replaced. It was noted that the rv lead was replaced with a non boston scientific lead, and the pacemaker was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.